Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device implant the helix on the rv lead would not extend. The lead was not used and a new lead was implanted successfully. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.